Manufacturer narrative:
(B)(4). A review of the records related to this equipment shows the system met manufacturing release criteria. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. Complaint data does not show any significant change over historical complaint limits. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. Field service specialist visited account and system operation was verified and found within specifications. Application support specialist contacted account and the surgeon expressed that after talking to his colleagues the side cut issues he is experiencing could be as a result of not being completely applanated on the cornea and therefore the side cut is not complete. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a flap was difficult to lift and treatment was aborted for the right eye. There was no suction loss during the flap creation however surgeon claims the flap was not fully cut. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Patient was converted to photorefractive keratectomy next day. Left eye had no issues with flap and surgeon decided to postpone until next day. Bcva from (B)(6) 2015: right eye pre-op 20/15 -1.75 x -3.25 x 179; left eye pre-op 20/20 -1.50 x -2.50 x 4.